Event description:
Ino ventilator not reading the amount of no being delivered. The 20ppm ordered and dialed in and after 2 low cals only reading 11-12ppm. Not sure if patient is receiving dialed in ppm. Changed out ino ventilator. Patient neopuff with 20ppm no and tolerated change out well.